Event description:
Philips received a complaint on the v60 ventilator indicating that there was an issue with the nurse call cable. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that there was an issue with their nurse call cable. The customer stated that they normally have an open system but did not elaborate further on the device issue. The rse provided the customer with the price and part information of a replacement nurse call cable. The customer stated that they would order the cable. This investigation is ongoing.

Manufacturer narrative:
Upon review of the record, the issue does not meet the reportability criteria and was reported in error.